Manufacturer narrative:
Per results relayed by the engineer, it is believed that this component is a one-off incident for the pn/lot# family since 9 of the 20 pieces have already been implanted (with no other complaints), and the other 10 are out in the field. Also, 20 set screws were issued to this order and all pieces were inspected for complete assembly. It is believed that all assemblies were conforming to print and criteria applicable at the time of manufacturing. We have identified improvements to work instructions and inspection criteria that will help reduce the risk of the screw coming loose and coming out. These documents are currently in process of creation and update. Review of device history records found these units were released to distribution with an unrelated deviation or anomaly. Review of complaint history found no additional issues for this part/lot. Relayed results to sales rep via email on august 5, 2014.

Event description:
It was reported that during a primary total knee procedure, the small set screw was missing from the adaptor implant. No further information has currently been provided.